Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical devices: 693265 lead , implant date : (B)(6) 2000.

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy (atp) when the patient's implantable cardioverter defibrillator (ICD) labeled multiple supra ventricular tachycardia (svt) episodes as ventricular tachycardia (vt). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.